Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing pain the last few weeks. During an appointment, it was observed that the expected pump reservoir volume did not match the aspirated amount. The pump was refilled and the multiple flow rate programming was slightly increased. On (B)(6) 2016, it was further reported that the patient went into a coma from a morphine overdose. The dose was decreased in the morning and the patient experienced a heart attack later in the day. The dose was not adjusted as it was determined the dosage would help with the pain from the heart attack. On (B)(6) 2016, there were no additional issues reported regarding this incident.